Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was not reported. The patient began treatment with ceftazidime (once a day, dose not reported) ip as treatment to peritonitis. The patient had not recovered from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). During follow up, it was determined that the cause of the peritonitis was a use error. The home patient removed the pull ring cap on a physioneal bag prior to being connected and failed to follow proper therapy steps. The minicap transfer set is no longer a suspected product for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.